Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section h3- no: the device was not returned for evaluation; as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The doctor reported that during the toric intraocular lens (iol) implantation, one of the iol wings got stuck and was amputated by the injector. The iol was implanted, but it will not be centralized, so it will be necessary to explant and implant a new lens. It was a planned explant but it has not occurred yet. No incision enlargement, vitrectomy, sutures or any medical intervention done so far. No delay in procedure. Patient temporarily impaired.

Manufacturer narrative:
New information received that the affected eye was the right eye. The concomitant product is cartridge 1mtec30, lot: cm36311. It was also noted that the lens was not centralized, this causes a loss of av (means "acuidade visua", which is visual acuity in portuguese), we have no information on what the current av is. This supplemental report is submitted to include these new information. Field below updated. Section d10: concomitant product: 1mtec30, lot: cm36311. Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be confirmed and no product deficiency could be identified. Based on complaint investigation results, there is no indication of a product malfunction or product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.